Event description:
On (B)(4) 2011, the pt underwent treatment with gore excluder aaa endoprostheses for an abdominal aortic aneurysm. On (B)(6) 2012, the pt underwent another procedure to address a type iii endoleak between two aortic extenders placed as extensions in the iliac artery. The endoleak resolved with placement of two contralateral legs.

Manufacturer narrative:
The mfg records review verified that the lots met all pre-release specifications. Add'l device: pxa230300/#9089976.